Manufacturer narrative:
Per our documented service record, it was stated that this was the first time the injured service technician had serviced this model of device.

Event description:
This report summarizes an event that occurred on (B)(6) 2021 in which it was stated that a service technician was replacing a base actuator on a procedure table. While servicing the table, the service tech tipped the table on its side. In doing so, the service technician received a back injury. The service technician is stated to having gone to physical therapy for the injury, however, no further information of the medical attention sought is available. No further details are available at the time of this report.